Manufacturer narrative:
This report is submitted on may 12, 2021.

Event description:
Per the clinic, the patient was treated with topical steroids (date and duration not reported) due to swelling and irritation.